Event description:
Additional information received reported that the patient was seen on (B)(6) 2014. The patient was receiving effective therapy and was doing fine.

Event description:
It was reported that health care provider (hcp) pulled on the lead to remove; the lead broke above the tine located at the left s3 foramen. A revision was performed; new lead was placed in the right s3 foramen. No troubleshooting was performed. The patient status was reported as ¿alive-no injury¿. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v481096, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was noted that the lead was partially explanted.